Manufacturer narrative:
Patient information not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. For preventative treatment, the manufacturing representative replaced the starter upgrade kit and the power supply. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that 2d images were taken by adjusting position before taking 3d images. The front images of 2d were taken without any issue, however, the tube voltage failed to increase from 46kv and the screen image turned dark when an attempt was made to take side images. The issue persisted despite turning on or off the auto brightness. The procedure was continued by taking 3d images without further actions as the position could be identified even though the images were dark. There was no delay to the procedure and no impact on patient outcome.